Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer¿s blood glucose level was 165 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with button error alarm and had no button response due to corroded keypad traces. Unable to performed displacement test due to no button response. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked reservoir tube window and cracked battery tube threads.